Event description:
29 years old black male, previously health, who underwent open reduction internal fixation of left femur fracture on chick 700 fracture table under general anesthesia. Total operating time 6 1/2 hours. Post-op, patient developed increasing pain in right lower extremity, progressing to compartment syndrome 12 hours post-op. He also developed rhabdomyolisis. He required a fasciotomy of the right calf and multipe closing procedures and has a significant right peroneal nerve weakness. Investigation concluded probable excessive pressure on right calf. Unsure as to how to prevent recurrence. Table used according to diagram, but no written instructions available. No problem with talbe before or sincedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: labeling - inadequate instructions for use. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.